Event description:
Per the audiologist, the pt's device was explanted in 2008, due to a persistent infection at the implant site. The patient was implanted in the contralateral ear during the same surgery.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.